Event description:
It was reported that the right ventricular (rv) lead has no capture. It was noted that at the time of the interrogation, the patient's underlying rhythm was normal sinus rhythm. No reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-45 lead, implanted: (B)(6) 2011. (B)(4).